Event description:
It was reported that a patient, admitted with acute posterior infarction, was supported using an impella 2.5 device for approx one day subsequent to post cardiac catheter intervention. While attempting to pull back the device at the end of the procedure, the user incorrectly pulled the white sheath which separated the repositioning unit and resulted in bleeding. The bleeding was controlled when the repositioning unit was reassembled correctly by the user. The pt's hemodynamics remained acceptable, however, a hemotoma had formed at the groin site and the pt was administered a blood transfusion. Two days after removal of the impella device, the patient experienced right leg ischemia which required thrombectomy of the popliteal artery. Despite this intervention, the limb remained ischemic and signs of necrosis had developed at the right foot. On the same day, the patient had also reportedly developed signs of systemic inflammatory response syndrome and septic shock which were confirmed to have been attributed to preexisting pneumonia and not related to the impella device. The pt ultimately expired five days post impella explant due to multi organ failure caused by septic shock, due to the unrelated pneumonia. The physician has reported that no device malfunction is suspected to be related to the patient's death.

Manufacturer narrative:
The device involved in the event was returned to the MFR and a complete failure analysis was conducted. A review of the lot process traveler showed no mfg problems with this device. A batch analysis of the components of the repositioning unit was performed: all parts (including lots of tapered wound closures and repositioning units) successfully passed incoming inspections. F/u with the physician revealed that a fellow assisting in the procedure first damaged the repositioning sheath after removing the 13 french peel-away sheath when he disconnected the "yellow from the white part of the repositioning sheath". This inadvertent disconnection required "some manipulation" in order to reattach the repositioning sheath correctly. Additionally, the physician reported that an attempt was made to pull the impella catheter back through the yellow sheath. The repositioning unit of the returned pump was observed to have severe damage, including multiple cracks in the tapered wound closure, caused by the user's attempt to retract the pump through the repositioning sheath. Separation of components at the yellow hub on the repositioning sheath can only be achieved if excess force is applied to the collar while the hub of the sheath is restrained at the same time. This has been simulated using several representative repositioning units and is demonstrated only during abnormal handling of the device. Nevertheless, if this type of separation does occur, the junction may be manually reconnected in order to maintain successful hemostasis. The root cause is concluded to be a separation of the repositioning unit due to improper handling by the user. The clinic staff at the user facility was retrained with the proper handling of the impella device. A twelve month complaint history review was conducted and revealed that a total of 2 occurrences exist for this failure mode (inadvertent yellow hub disconnection by the user); however, this is the first occurrence that involves adverse impact to the patient. The rate of occurrence and associated risks are currently within acceptable tolerances; therefore, the corrective actions in place are considered acceptable and no further action is warranted at this time.